Event description:
The user reported that when they attempted to give a bolus dose of adriamycin chemotherapy through a 30ml luer lock syringe attached to a texium, they noticed a leak between the texium and the smartsite valve on the IV line. When the texium was removed, they were able to give the rest of the drug without any leak. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#.